Manufacturer narrative:
An event regarding thread damage involving a trident window was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirms the reported thread damage. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events. Conclusions: the event is related to complaints investigated under a CAPA. The CAPA identified the potential for cross-threading of the trial and mating cutting edge impactor/positioner during assembly which could contribute to thread damage over time. As a result, this device was made obsolete and a new design with different material was launched.

Event description:
It was reported that the thread of the trial cup was damaged during medical procedure. The operation was continued.

Event description:
It was reported that the thread of the trial cup was damaged during medical procedure. The operation was continued.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.